Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Possible under delivery anomaly not confirmed. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were recorded in the pumps daily history screen. Bolus not delivered alarm not confirmed. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no usersuspended alarm or usersuspended alarm noted on the event date (B)(6) 2023. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 05/10/2023 00:00:00.000 dailytotalofallinsulindelivered: 420500 (42.05 u) dailytotalofbasalinsulindelivered: 136500 (13.65 u) dailytotalofbolusinsulindelivered: 284000 (28.4 u) please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 23:13:39.000 batteryremoved (55) (B)(6) 2023 23:13:59.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 23:14:04.000 alarmalertcleared (42) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 23:14:11.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 23:14:19.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 05/07/2023 23:14:31.000 alarmalertcleared (42) faultnumber: battoutlimit (6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 or battery out limit alarm noted during testing or after battery change. Pump error 23 not confirmed. Battery out limit alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Bolus not delivered alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 445 mg/dl and received a bolus not delivered alarm. The customer was treated with the insulin pump and manual injection and the customer experienced symptoms such as hurt/tired. The customer also received a calibration not accepted and change sensor alerts and reported a sensor glucose vs blood glucose reading mismatch. Troubleshooting was partially performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and was returned for analysis.